Manufacturer narrative:
The device history record was reviewed and met all material specifications with no deviation identified. Device is not expected to be returned for the manufacturer review/investigation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
It was reported that during a surgical procedure on (B)(6) 2020, a paragon 28 hx-6 ao cannulated screw driver broke while screwing in the screw and not on the finish. Hard bone and delicate driver tip was indicated as possible cause of the break. Power was used to countersink. Due to limited information, potential of harm is based on worst case-scenario for the failure mode, independent of a condition failure.